Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. Customer stated that the insulin pump also received no delivery alarm and it was resolved by complete set change. Customer was unable to clear the alarm and able to complete insulin pump rewind. Customer stated that the temp basal was not programmed before the alarm occurred and insulin pump was not stored or not in use for an extended period of time. The customer was reported that the alarm was occurred shortly after inserting a new battery. Customer was advised to remove the current battery from insulin pump and insert new battery; however insulin pump alarmed unexpected restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, a21 alarm, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected a21 alarm anomalies noted. No excessive no delivery or occlusion alarm noted.